Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional complaint information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an infusor that had leaked at the filling port during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak found on unicel dxc 600 pro synchron clinical system. The customer stated no instrument error was noted. No operator exposure was noted, and there was no effect to patient or user.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The reported condition was not confirmed. The assignable cause could not be determined at this time. A batch review has been performed. All release criteria have been met for the production of this lot.